Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 03-apr-2017, fse arrived at the site to address the reported event. Inspection of the pump revealed that the pressure was steady at 9.7 megapascals (mpa). Fse adjusted the flow rate from 1.04 to 1.18; however, there was no change in the chromatograms and device pressue had increased to 10.96 mpa. He subsequently changed all thebuffers and readjusted the flow to 1.07. Chromtagrams were now good and retention time was 0.59. No further action was required by field service. The most probable cause of the reported event was due fault/failure of the buffer reagents.

Event description:
On (B)(6) 2017, the customer reported blown out peaks with their g8 analyzer. The customer stated that all the reagents & hemolysis wash, pressure and column count were good, and there were no visible leaks. They customer performed a drain flush without resolution. On (B)(6) 2017, field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.